Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer found debris and pills causing this issue. Also cleaned and secured all connections. Then from pocket a1 unloaded, reinserted and reload it again to resolve this issue the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was unable to open. The customer reported that the user have tried to reboot and recover the storage space, but the issue was still persisting. The user managed to get medication from the another station. The customer stated that this malfunction occured during dispensing medication to the patient and that caused a delay to the patient care. The customer also confirmed there is no harm to the patient. There were no adverse events or injuries reported based on this incident.